Manufacturer narrative:
Unit powered on properly no flashing medtronic logo noted. Unit passed self test. Unit was successfully downloaded using thump software. On adapt, pump error 63 variable (9) was recorded on 11/14/2024 14:53:08.000 due to hardware/ software error (file # = 32143, line # = 399). Pump was cut open to perform a visual inspection and found moisture damage on pcba1, pcba2, force sensor, and j6/j7 connectors. Test p-cap locked in place properly during testing. The following damages were noted: battery tube threads - cracked, cracked case (battery tube), cracked case, pillowing keypad overlay, and scratched case. In summary, pump error 63 confirmed due to hardware error caused by moisture damage. Flashing medtronic logo not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported pump was exposed to water and now pump is in medtronic logo and rewind screen looping. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported that pump was exposed to moisture. Fluid was present in pump. Pump did not return to normal function, or fluid was reported under the lcd, or customer reports hearing fluid when shaking the pump. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.